Manufacturer narrative:
Because this medical event was caused by a delivery issue, there will be no product returned for investigation. Therefore, this notification represents a final report.

Event description:
Customer reported not being able to test her blood glucose because of a delivery delay causing her to be without a meter. Customer reported experiencing symptoms of dizziness, tremor and loss of consciousness. Customer reported drinking juice to counteract her symptoms. There is no report on diagnosis of third party medical intervention.